Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4). Information indicates that the event involved the 8-15 lead; however, it is unknown which of the implanted leads was the 8-15 lead.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding the patient who was implanted with an implantable neurostimulator (ins) for complex regional pain syndrome type 1 and spinal pain. It was reported that the patient¿s pain was higher than what she wanted so she the rep met with the patient for reprogramming. When the rep went to increase stimulation on the 8-15 lead and got to 0.5 volts the patient started to experience pain in her back and cramping in her stomach. It seemed that no matter what point on the lead it was the patient started to experience pain. The rep did check impedance at 0.25 volts and everything was within the 900 ohm range. It was noted that 0.25 volts was as high as the patient could tolerate. The rep stated that they planned to x-ray the 8-15 lead to see if they could find where the issue lied. The issue occurred during use beginning in (B)(6) of 2015. Additional information received from the rep reported that x-ray was done on (B)(6) 2016 and the results of the x-ray showed that the lead in question had moved slightly lateral. The patient was reprogrammed with adequate coverage using only one lead. The physician discussed with the patient and her mother the possibility of a lead revision surgery if the patient continued to have problems with escalating chronic pain and the inability to capture pain with spinal cord stimulation.